Event description:
Arterial cannula could not be positioned in the proper position. During retraction, the surgeon saw that a separation of the tip of the cannula of about 0.5 cm. The surgeon does not rule out that this has been caused by plaque.

Event description:
The customer states that one patient sample generated an axsym toxo igg assay result of 9 iu/ml (positive). The following day a second sample was drawn from the same patient and generated an axsym toxo igg assay result of 0 iu/ml. This second sample was retested and generated a result of 0 iu/ml. The customer then retested the sample from the previous day and a result of 0 iu/ml was generated. The customer performed a precision run with the positive control and generated acceptable results. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Expiration date corrected to 11/28/2009. No returns were made available from the customer site for this investigation. Testing of a retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 73202hn00 (which is equivalent to lot number 73202hn01) was tested with axsym toxo igg calibrators, controls and panels used for the determination of specificity of this assay. Twenty replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The values obtained for the 20 replicates of the positive control were in the range of 19 to 22 iu/ml and the %cv value was 3%. No erratic result was obtained. All values obtained for the specificity panel were within manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 73202hn00 displayed unusual performance issues. As part of the investigation a review was performed of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 73202hn01 and associated sub lots. This review did not identify any problems relating to the customer's observation. Both the axsym system operations manual (volume 2) and the axsym toxo- igg assay package insert contain sufficient information to address the customer's issue. Based on the current investigation, it was determined that the axsym toxo igg assay, list number 9k08-20, lot number 73202hn01, is currently meeting its safety, effectiveness and label claims. The sample in question was not available for this investigation. Therefore the cause of the customer's observation remains unclear. No malfunction was identified. This is a final report.